Manufacturer narrative:
Conclusion: one needle, broken in the swage area, and one suture were returned for evaluation. There are needle holder marks in the area of breakage. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure in the doctor's office on (B)(6) 2012 and suture was used. The needle broke while the doctor was suturing the skin. The patient was sent to the hospital that day for an x-ray. The needle fragments were localized and removed from the patient.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.